Event description:
It was reported that the patient attempted to turn on the stimulation after suffering from a fall that had resulted in pain on the same side of the implanted ipg. The ipg was unable to communicate with the patient programmer and the charger. The stimulation had been turned off for over 9 months. The patient is scheduled for a device replacement procedure. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.